Manufacturer narrative:
This spontaneous case was originally reported by a lawyer with additional information received through social media and describes the occurrence of cervix carcinoma ("cervical cancer") and medical device removal ("medical device removal") in a 30 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she was found to have cervix carcinoma (seriousness criterion medically important) and underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy, double salpingectomy & adnexectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered cervix carcinoma and medical device removal to be related to essure administration. The reporter commented: essure has destroyed her life, to the point that she has had to have a hysterectomy (removal of the uterus) and a double salpingectomy and/or adnexectomy (i.e., the removal of both complete fallopian tubes, not a partial removal), depriving her of the ability to conceive in the future¿, reported by lawyer. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 11-oct-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer with additional information received through social media and describes the occurrence of medical device removal ("medical device removal") in a 30 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she was found to have cervix carcinoma ("cervical cancer") and underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy, double salpingectomy & adnexectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered cervix carcinoma and medical device removal to be related to essure administration. The reporter commented: essure has destroyed her life, to the point that she has had to have a hysterectomy (removal of the uterus) and a double salpingectomy and/or adnexectomy (i.e., the removal of both complete fallopian tubes, not a partial removal), depriving her of the ability to conceive in the future¿, reported by lawyer. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.